Event description:
The patient called the rn to the room and stated his IV broke. The rn came into the room at 2150 and deaccessed huber needle (IV set) from central line immediately (miniloc # 0632234). The rn noticed the tubing was detached at the connector site on the huber needle (IV set). The needle (IV set) was saved and given to biomed (however, the luer lock portion was not saved). The patient's central line was reaccessed with a new huber needle (IV set) at 2200 with good blood return and good flushing. There was no apparent injury to the patient. Clinical engineering could not properly inspect the device as the luer lock end was discarded. They could not tell if the tubing snapped or came unglued. This is the 2nd incident with this same patient. The packaging was not saved, but a similar device was taken from the supply cabinet with lot #asrjs018.